Manufacturer narrative:
We received one 831f75 catheter with monoject limited volume syringe. The report of inaccurate pressure issue on the catheter was not confirmed. No fault messages showed up on the laboratory vigilance ii monitor when the catheter was connected. The thermistor was found to read 37.0 c when submerged into a 37.1 c water bath. All through lumens were patent without any leakage or occlusion. The balloon inflated concentric and remained inflated for more than 5 minutes without leakage. The balloon latex showed signed of deterioration. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this swan-ganz catheter displayed inaccurate pressure readings and it faced resistance on the distal lumen. The set-up of the device was correctly done, but when it was inserted it did not display the expected values related to the patient status. The swan-ganz was replaced and the procedure could continue with any further faults. There was no allegation of patient injury. Patient demographics not obtained.